Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4). Implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type :catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 22-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2020 surgical observation revealed when the surgeon opened the patient they saw that the catheter was found to be encased in fibrous scar tissue and appeared to be somewhat frayed. The catheter was explanted/replaced on (B)(6) 2020. The deice disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was other catheter frayed. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.